Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscopy procedure, at the hospital has a resection of pulmonary metastases due to the fact that after multiple surgical procedures, has a issue due to sarcoma. During the surgery, the teflon material fell from the peak of the forceps, the material was not inside the patient. The doctor used another forceps, same lot and reference to complete the procedure. Finally the resection of metastases was finished without complications. There were no adverse consequences for the patient. One device was discarded.